Manufacturer narrative:
(B)(4). Follow up report will be filed if additional info becomes available.

Event description:
This is the second occurrence involving this pt. See MDR# 1036844-2013-00203 for the first event. It was reported that in the pt's room 1-2 days after the catheter was placed in the pt's femoral vein, a leak from the insertion site was found. As the leak was minimal, it was small enough to be covered using gauze and dressing and the catheter remained in situ 10 days after placement before being removed. There was no reported delay, death, or complications to the pt as a result of this occurrence.